Event description:
It was reported that the customer had a device with inoperative defibrillation and pacing. It was indicated that the defibrillator will not charge and the pacemaker is not functional. The device also has logged multiple error codes. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.